Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) declared a code 1005 due to an open circuit detected during shock delivery. The right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. It was noted the shock impedances had been high for the past year. The patient received multiple appropriate shocks for ventricular tachycardia (vt). Boston scientific technical services (ts) recommended evaluating the rv lead, and to consider replacement. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which indicated this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion (nbd). The rv lead remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported high shock impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.